Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a reported value of 30 mg/dl while using the ilet system, prompting a factory reset and follow-up education focused on pre-treating and overtreating lows as well as missed meal announcements. Symptoms included hot flashes and disorientation associated with low blood glucose treated and with 30 grams of oral carbohydrate. Outcomes included patient self-treatment without escalation of care. Investigation included customer support troubleshooting and user education on appropriate hypoglycemia management and meal announcement behavior. Investigation of this case revealed user-related maladaptation and behavioral factors contributing to hypoglycemia, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment and missed meal announcements.